Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent initial hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2005. During the procedure, the liner was removed and replaced. Patient underwent a second revision on (B)(6) 2015 due to cup loosening. During the revision, the cup and the liner were removed and replaced. No further information has been provided.